Event description:
Patient mother advised they have had some issues with microbore ultra ext set 36" recently that were defective and clogged up when patient went to prime the tubing. No interruption in therapy reported since patient had extra tubing on hand to use.